Manufacturer narrative:
Ethnicity: unknown/asked but unavailable. Race: unknown/asked but unavailable. Date of event: the exact date is unknown. The best estimate is between the implant and explant dates, jun 22, 2022 through oct 26, 2022. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient¿s right eye due to them experiencing halos, glare and mechanical issues. There was no capsule tear, unplanned vitrectomy, incision enlargement or sutures required. Another johnson & johnson lens, model dcb00 23.5 diopter was implanted as a replacement. Reportedly, the patient post-op is happy at 20/20 vision. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 11, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the suspect iol was received cut in half. The lens was cleaned and visual inspection under magnification found no issues that could contribute to the event reported. No further evaluation was performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.